Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump battery compartment was found to be cracked from the compartment threads to the case seal. During testing the pump was found to power on appropriately using the returned battery cap. (B)(6).

Event description:
The product was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation completed (B)(4) 2015.